Event description:
While I use during surgery the harmonic 1100 shears malfunctioned and would no longer work. Message on device console read "replace instrument" (or something similar to that). Ref# har1136. Lot# x7020a. Expiration date: 3/3/28